Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the manufacturer on 8/15/2016. Evaluation is currently underway. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death.

Event description:
A distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was unconscious and at home with her son at the time of the event. Ems was called but did not arrive before the patient passed away. Prior to the patient's passing, the patient received four inappropriate treatments. The first treatment was delivered at 5:27:32 am on (B)(6) 2016. The patient's rhythm at the time of the treatment was asystole with intermittent cardiac activity. The post-shock rhythm was also asystole. The second treatment was delivered at 5:27:58 am on (B)(6) 2016. The rhythm at the time of treatment was asystole. The post-shock rhythm was also asystole. The third treatment was delivered at 5:28:24 am. The rhythm at the time of the treatment was asystole. The post-shock rhythm was asystole with intermittent cardiac activity. The fourth treatment was delivered at 5:28:52 am. The rhythm at the time of treatment was asystole with intermittent cardiac activity. The post- shock rhythm was also asystole with intermittent cardiac activity. The response buttons were not pressed during the event. While monitoring the patient, no vt or vf was detected. There is no evidence that the inappropriate treatment caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to the treatment.